Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). An actual sample was returned for investigation. Bronchial tube was inflated using endotest for both clear and blue cuff. The bronchial blue cuff passed and was able to maintain pressure at 25 mbar. The tracheal clear cuff did not pass as it was not able to maintain pressure at 25 mbar. The clear cuff was observed under magnifying camera to observe the leak. It can be observed cut marks on cuff. In addition, visual inspection, 100% water leak test, inflation and deflation test were performed in manufacturing and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site. A device history record review was performed, and no relevant findings were identified. Based on the investigation, the defect mode on cuff leakage was confirmed. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient". No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient". No patient involvement.